Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. D4: primary UDI number - a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 ¿ against resistance.

Event description:
It was reported that this was vessel closure of an unknown vessel using the pre-close technique prior to an interventional procedure. Reportedly, a proglide footplate would not retract. The device was pulled out and created a larger hole. The procedure was completed. The patient went to the operating room for surgical suturing to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Reportedly, the device pulled out against resistance. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no